Manufacturer narrative:
Device evaluation: the introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. Per assessment by r&d and quality engineering, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated for this event. A product recall for the introducer has been initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the introducer for the proplege coronary sinus catheter was "leaking like a siv" following removal of the device and even after being capped. The md had to do a sheath exchange to resolve the issue. There was no patient harm. The rep was at the case and there was nothing remarkable about the sheath prior or any issue with the device placement. No patient injuries were reported.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.